Event description:
Information received by medtronic indicated that the customer had pump error alarms. The customer also experienced high blood glucose. The customer's current blood glucose value was 282 mg/dl. Troubleshooting was performed and the customer performed the self-test, and the pump did not pass the self-test. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.